Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture attached¿ was not confirmed as not all components were returned for analysis. The foot and guide separations were confirmed. Entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the highly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left popliteal procedure. Reportedly, after deploying the needles, there was no suture attached. The footplate was retracted and the device became stuck in the anatomy. The footplate was opened and closed. The device came out with the distal portion of the sheath detached. The sheath was snared and removed via brachial access. Half of the footplate was noted to be missing. The location of the missing foot is unknown. The patient's pulse was good in the leg. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. The patient was reported to be okay. No additional information was provided.